Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: at what firing did the first device lockout? First firing. At what firing did the second device lockout? First firing. Were the devices on tissue? Unknown. If so, how were the devices removed from tissue? Unknown. During which stroke did the event occur? Unknown. What color cartridge was being used? White load on first device blue load on second device. What other color cartridges were used before and after this event? White load. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was loaded with a white reload and attempted to be fired when the device locked out. The surgeon and staff were unable to unlock the device. A second device was opened and loaded with a blue load and attempted to be fired when the device locked out. The surgeon and the staff were unable to unlock the device. A third device was opened and loaded with a white reload and fired. The third gun and reload was fired successfully and the case was completed without incident to the patient. There were no patient consequences.